Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. As a result of component analysis of the foreign matter inside the nozzle, it was found that the foreign matter was silicic acid. It is likely due to residual water in the nozzle after cleaning. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of the entire endoscope]: cracks, dents, bulges, edges, scratches, peeling, protruding metal wires from the inside, projections, slack deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities in the visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of bending mechanism]: check for smooth operation: straighten the bend. Move the ud angle fixing lever and rl angle fixing knob in the "f" direction until they stop, and check by hand that the ud and rl angle knobs are unlocked. Slowly turn the ud and rl angle knobs in each direction until they stop, then return them to their original positions, and check by hand that there are no irregularities such as rough operation, rattling, or catching. Also, visually check that the bend bends sufficiently and smoothly back to the bend corner. Visually check that the bend is almost straight when the ud and rl angle knobs are in the neutral position." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the angle down and the corrugate tube collapsed on the gastrointestinal videoscope. During inspection the nozzle was found to be clogged with foreign matter. There were no reports of patient harm associated with this event. This report is being submitted for the reportable malfunction discovered by olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection and testing of the device, the reported issue was not confirmed. In addition, the evaluation found the angle wires stretched/insertion tube is pinched, deformed/deterioration/adhesive damage/adhesive on the rubber had a white clouded area/deformation of bending/insertion tube/physical stress/adhesive around lens and peeled/insertion tube deteriorated due to cleaning, disinfections and sterilization (cds), and connecting tube had a scratch. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.